Manufacturer narrative:
Conclusions: the returned available parts of the implant are working within specification during investigation and observed mechanical damages are attributable to the removal surgery. According to the available information, the recipient experienced facial nerve stimulation (fns) on multiple channels, which is a known possible post-operative side effect of cochlear implantation. In addition, few channels showed high impedance whilst implanted for undetermined reasons; the cause of the affected channels could not be determined as the electrode has not been received for investigation. Finally, three channels were left out of cochlea during implantation which might have been a contributory factor to the lack of benefit. This is a final report.

Event description:
Reportedly the sound with the device became too soft starting in august 2019. Prior the recipient was doing well with performance increasing over time. The recipient had 6 channels left for stimulation, but during most comfortable loudness measures the remaining channels (1-6) caused facial nerve stimulation and the levels were still too soft. Triphasic stimulation and re-fittings did not resolve stimulation of the facial nerve.re-implantation took place on (B)(6), 2019. One week post activation there was an improvement in aided thresholds and the user reported improved clarity. The user reported the sound was initially too soft but after mapping an improvement in loudness and clarity was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was doing well since activation with performance increasing over time, however recently (B)(6) 2019 the sound with the device became too soft. The recipient now has 6 available channels, but during fitting those channels (ch. 1-6) caused facial nerve stimulation and the stimulation levels were still too soft. Triphasic stimulation did not resolve stimulation of the facial nerve.